Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no disposable. Clamped tubing. The registered nurse had instructed the patient to silence the alarm, but a double beep had been heard. The clamp had been closed, and the cassette had been removed. The patient had been instructed to massage the tubing and tap the cassette on a firm surface to move the air bubble. The cassette had been reattached, the clamp had been opened, and the pump had been restarted, but the alarm had persisted. The batteries had been removed, the clamp had been closed, and the cassette had been removed again. The process had been repeated, and the cassette had been reattached. The pump had been powered on, but the alarm could not be cleared. The drug had been 5fu. The patient had been advised to remove the batteries, close the clamp, and contact her physician for further instructions. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. Corrected d4 - model no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.